Manufacturer narrative:
H10: in a good faith effort (gfe) response from the philips global quality specialist received on 13feb2024, it was stated that the device issue was discovered while outside of use. This contradicts the information initially received, so clarification was requested from the biomedical engineer. In a good faith effort (gfe) response from the biomedical engineer (bme) received on 28feb2024, it was stated that the device had not yet been serviced. The bme stated that they planned to service the device soon. In a gfe response from the bme received on 02mar2024, the bme confirmed that the device was in use at the time of the event. The investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the philips global quality specialist received on 23-apr-2024, it was provided that a field service engineer (fse) went to the customer site on 08-apr-2024 and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the device issue. The fse completed performance verification on the device, and the device passed all tests included. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device shut off during use and then immediately turned back on. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) downloaded the device diagnostic report (drpt) to do an investigation on why the device shutoff. This investigation is ongoing.